Event description:
It was reported that the ilet lost signal from a dexcom g7 sensor while the dexcom app continued to display readings; a new g7 sensor was applied and was in warmup, and the provider attempted to reconnect the prior sensor to restore communication between the cgm and the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic component. Symptoms included hyperglycemia reaching 306 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.